Event description:
It was reported the patient had a shocking or jolting sensation. The patient stated she was unsure whether symptoms have returned. The incident occurred when she ran over a metal flag with a lawnmower and when going to remove the flag from the mower felt a shock. No other shocking sensations have been reported. She stated she had been able to charge the internal neurostimulator (ins) and the "ins seems to be holding up ok." The patient received assistance from her physician and her concerns were resolved.

Manufacturer narrative:
Product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3391s-40, lot# v570327, implanted: (B)(6) 2012, product type: lead. Product ID: 3391s-40, lot# v570327, implanted: (B)(6) 2012, product type: lead. (B)(4).